Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred in the past. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer¿s blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.